Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is currently being retained by the facility. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure, the coronary diamondback orbital atherectomy device (oad) performed two passes on low speed in the left anterior descending artery (lad) using the femoral approach. On the third pass the oad became stuck in the focal mid lad lesion. The oad was moved back and forth, and it became stuck again. Then the crown jumped forward into the lad. The device was removed, and imaging was performed which revealed a perforation at the mid lesion. Balloon angioplasty was performed to tamponade the perforation. The patient was stable. A pericardiocentesis procedure was performed to remove the blood in the pericardium. An echocardiogram was performed and revealed a total blood loss of two liters. It was determined that the physician had gained access in the pulmonary artery instead of the pericardial sac. The patient remained in stable condition. The perforation was sealed with the placement of two stents and imaging revealed no sign of perforation. The patient was then transferred to the operating room for urgent open-heart surgery and closure of the pulmonary artery. The patient was noted to be in stable condition in the days following the procedure.

Manufacturer narrative:
The reported oad was received for analysis. Visual examination revealed a filar fracture at the proximal edge of the crown and some adhered biological material on the driveshaft and crown. The scanning electron microscope (sem) analysis identified fatigue striations at the site of the driveshaft filar fracture. Driveshaft flexing at the weld location can initiate a fatigue failure, and it is hypothesized that this driveshaft underwent excessive flexing near the crown, while attempting to cross the lesion in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. At the conclusion of the device analysis investigation, a root cause could not be established for the reports of the crown jumping, the device becoming stuck in the lesion or the perforation. The diamondback coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Cs ID: (B)(4).